Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver is out of warranty and that during use the driver lost power when pressure was applied. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn# (B)(4). The DHR file is not available for review in the us. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 02/2016 and is approximately 1.5 years old. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the driver is out of warranty and that during use the driver lost power when pressure was applied. The patient's condition is unknown at this time.